Event description:
The patient reported that he was implanted in 1989 and his implantable neurostimulator (ins) was repaired one time because the battery went dead. No other information was known other than that the healthcare provider (hcp) had told him it needed to be replaced. The patient could not remember when this occurred but he thought it was "probably 10 years ago or longer" when it went dead and was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.